Event description:
It was reported that the wireless recharger was not functioning properly and was unable to recharge the patient's implantable neurostimulator (ins). Troubleshooting involved connecting the recharger with the application, but the recharger still failed to recharge despite prolonged attempts. No surgical intervention occurred or was planned, and the issue remained unresolved at the time of the report. The wireless recharger will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the recharger (B)(6) found that the led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.